Event description:
The patient's caregiver noticed that the patient had increased tone. X-rays were done in early february and showed a possible break in the catheter; posterior and to the right of the spinal canal. The patient was due for a routine pump replacement. During the pump replacement, the physician opened the spinal incision site and the catheter was broken where it entered into the intrathecal space. The catheter was also replaced. The device system was used to deliver lioresal.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function.